Manufacturer narrative:
(B)(4). Wedge bent. The analysis results showed that the ez45g device was received with the knife exposed and with a zr45g reload loaded on the device. The reload was received with a wedge band bypass as the right side was unfired and the left side was partially fired 7/8. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the right wedge was found bent. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a thoracoscopy lobectomy procedure, after two good firings on the fissure, in the third firing on the fissure, during pressing the firing handle, it was stuck in the middle. The doctor opened the jaws and found out that the knife was exposed in the middle of the cartridge. Unk how case was completed. There were no adverse consequences for the pt.